Manufacturer narrative:
The pump has been returned and evaluated by product analysis 11/06/2013 with the following findings: the keypad was found to be fully intact; there was no damage observed. During testing, the up arrow, down arrow and ok keypad buttons were found to be intermittently unresponsive; the contrast keypad button responded appropriately. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a dim and discolored display. A test display was inserted and found to function properly. Also unrelated to the complaint, evaluation revealed that there was evidence of moisture in the battery compartment. A leak test revealed a battery compartment crack and battery compartment leak. The pump case was opened and no further evidence of moisture was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the pump keypad buttons became delayed in response. There was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint at this time; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a keypad button response issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)